Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the right coronary artery. A 3.0x12mm quantum apex balloon catheter was being unpacked for a percutaneous transluminal coronary angioplasty procedure when it was noted that the shaft of the catheter was broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a nc quantum apex balloon catheter was returned with the balloon tightly folded. There were multiple hypotube kinks. The hypotube was fractured 60cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the right coronary artery. A 3.0x12mm quantum apex balloon catheter was being unpacked for a percutaneous transluminal coronary angioplasty procedure when it was noted that the shaft of the catheter was broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.